Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot #: va1sv5e, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the lead was removed due to a wound infection. The patient still had the battery and extension inside their body, and they were not being used at the moment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3389s-40, lot# va1sv5e, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the lead was explanted and disposed of. The infection had been resolved.